Manufacturer narrative:
H3: analysis summary: complaint confirmed: the analysis was done and completed. The device was opened to investigate into the device after the CT scan was completed. The analyst stated that the omega clip, located on the inside of the device and on the outer shaft was not tilted; however, it was not making the appropriate contact with the outer shaft of the device. The analyst conclusion was that the device had mechanical damage and did not work as intended and the omega clip did not sit properly due to the sender pulling out the suction tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis anticipated, not yet completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that during a procedure, the coag worked fine, but the handpiece was not cutting. The doctor reported that the handpiece was getting very hot and melted into his glove. They opened a new handpiece and was able to continue with the case. There was no impact to the patient.